Event description:
It was reported that a pump malfunction had occurred over the weekend. The patient had been receiving blinatumomab at 10 ml per hour, and although the pump had displayed ¿running¿ and had never beeped, the nurses had discovered at the 24-hour mark¿when preparing to hang a new bag and verify the volume infused¿that only 15 ml had been delivered and the medication bag had remained full. The pharmacy had examined the tubing and had not identified any issues. The pump battery life had been full, and no alarms had been noted. As a result of the interruption in therapy, the patient had required premedication before the next bag and had needed to remain under observation for a longer period due to the extended time off the drug. Continuous infusion rate: 10 ml per hour; total reservoir volume: 276 ml; volume given: 15 ml; air detector: on; upstream sensor: on; length of infusion: 24 hours. The patient had been medically affected and had required an additional dose of dexamethasone. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.